Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician. It was reported that the pulse generator exhibited premature battery depletion. Programming changes were made to turn off pacing. The patient did not experience any adverse consequences.